Event description:
Equipment malfunction - at the end of a case, a light source made a pop sound and then smoke was observed coming from the device. It also emitted an obvious electrical burn smell. The light source was immediately unplugged and removed from the facility. All disposable drapes were removed from the pt. Biomed and facilities maintenance were notified. Sales rep was also present. Pt was never harmed.